Manufacturer narrative:
Information contained in this record was previously submitted thru psr on (B)(6) 2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified broken sharp opening and crease folds. Based on the device analysis the final assessment is: a sharp broken opening on the radius due to an unidentified (tear) opening. Reason for reoperation is rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture and pain, beginning as back pain. The device has been explanted.